Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture explantation date: (B)(6) 2022 mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 60-year-old caucasian female patient underwent revision breast augmentation with 325cc mentor memorygel breast implant on the left side and with 375cc mentor memorygel breast implant on the right side and experienced left side side breast implant rupture, and right side capsular contracture; baker grade IV postoperatively, mammogram and ultrasound scans were taken for confirmation, and patient consulted with a medical professional. At a result, the patient si scheduled for bilateral removal surgery on (B)(6) 2022. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that event month was february. Hence, field b3 has been updated to "(B)(6) 2020" on this form. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).